Manufacturer narrative:
The patient remains on pneumatic support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been admitted to the hospital due to an infection and was being treated. While there, the patient began receiving yellow wrench and red heart alarms along with intermittent pump stoppage. The system controller and cables were exchanged and the alarms ceased for approximately one hour and then returned. The patient was then placed on battery support and the alarms stopped. The patient was reported to be anxious, but otherwise asymptomatic. Later the same day, the patient began receiving low beat rate and power limit advisory alarms. The patient was then placed on a back up power base unit (pbu), but the alarms returned approximately 3 hours later. The patient was then placed on pneumatic support using an ip console and stroke volume limiter (svl).